Event description:
The reporter indicated that the device is being returned because of a faulty connection between the ventricular connector pin and side lock header. Since the event occurred during implant, no pt information is available.